Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV" and "saline deflation." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4). Review of all complaints of (B)(4)- fluid leak for the period of apr 2020 through mar 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV" and "saline deflation." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation/capsular contracture was received on may 11, 2022. With lot number mcghan280cc. Visual analysis of the returned device identified: broken shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify crease smooth broken on radius. A crease smooth broken on radius assessed as fold flaw opening.